Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was charging every few hours. Taking many hours to charge ipg and controller. The rep tried to help pt husband reposition recharger. Tried trouble shooting over the phone. Pt still charging too often for her liking and is ¿disappointed¿. Patient says charging both ipg and controller was too often and can not live like this. Issue not resolved.

Event description:
Additional information received from the patient's representative and a manufacturer representative. The manufacturer representative reported that the patient called in to receive help with charging. They did not know if the charging issue was resolved. The patient's representative called in and was concerned about the patient's ability to charge the stimulator; it took 1.5-2.5 hours to charge. After about 12 hours, the stimulator would be down to 30%. The controller displayed "terminated" and after 1.5 hours of charging the stimulator, the recharger would be getting hot. The patient was set to 8.8 or 9.1 and the patient still had pain medication. The patient had a "messed up back" and dealt with chronic back pain, which was related to a car accident when the patient was 16 and the patient might have scar tissue from that. They had a follow up appointment this thursday. The patient was redirected to their healthcare provider to further address the issue. They called back after seeing their healthcare provider and noted that the doctor just looked at their stitches to make sure it wasn't getting infected but that was about it. They repeated the same information as was reported in the original call, including the report of the patient's back pain. It was reviewed that the patient was recently implanted and charging might be difficult as there was usually swelling and discomfort at the implant site. The recharger was showing the setup screen and they didn't know what to do. They were assisted with setting up the controller successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.